Event description:
Patient reported experiencing inaccurate low results with patient's surestep meter. On the day of the event, patient was hospitalized for bronchitis as well as for swollen ankles and legs. Patient's blood glucose readings were 200+ on patient's surestep meter versus 400+ on hospital's device (meter or lab). The time difference between readings is unknown. When customer care representative went through routine check of the meter with the patient, she found meter was set to mmols.